Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
We received an allegation of questionable results for multiple patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit between 14-jun-2025 and 21-aug-2025. The following are examples of discrepant results for 3 patient samples over this time period. On (B)(6) 2025, patient (B)(6) initial result was 10.9 ng/l. The sample was repeated twice, with results of 13 ng/l and 18.5 ng/l. On (B)(6) 2025, patient (B)(6) initial result was 8.00 ng/l. The sample was repeated twice, with results of 4.90 ng/l and 5.29 ng/l. On an unknown date on (B)(6) 2025, patient (B)(6) initial result was 5.46 ng/l. The sample was repeated twice, with results of 10.7 ng/l and 12.0 ng/l.

Manufacturer narrative:
Calibration and qc were acceptable. Instrument surfaces were clean, and no excessive dust was visible. Images from the customer's sample foam detection (sfd) camera were analyzed. Many examples of insufficient sample quality (white particulate matter on the sample surface) were found throughout the images. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.